Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient, who has a history of arteriovenous malformations (avm), was admitted to the implant center with signs and symptoms of gi bleeding. The weekend prior to being admitted, the patient received 3 units of packed red blood cells while at another hospital's ER. The source of the upper gi bleeding was reportedly identified, but the source for the lower bright red blood was not found with a push colonoscopy. The area was identified on a capsule study; however, intervention was not performed because the bleeding spontaneously stopped. During the patient's hospitalization, multiple transfusions were given. On (B)(6) 2015, the patient was discharged to home, and continues to be monitored.